Event description:
Customer reported while a pt was being monitored on the panorama central station with v-series bedside monitor, a ventricular tachycardia event occured. The v series monitor produced a ventricular tachycardia alarm sound, but panorama central station produced a high heart rate alarm. No pt injury was reported.

Manufacturer narrative:
Documentation related to the reported event has been collected and is currently being evaluated by the company.